Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by customer that the discussion centered around the 2 reported under infusions that occurred on the icc (inpatient xxx) unit. Xxxxx advised xxxx that after the devices were reported in the safety net (patient event reporting system) he collected the devices from the clinical unit. The devices were brought down unfortunately the icc did not retain the disposables used in the each of the 2 reported under infusions. During the internal investigation performed by xxxxxxx there was no physical damage observed on the devices involved. The devices were all due for preventative maintenance (pm) so the initial troubleshooting process was to perform the pm process on the devices. According to xxxxxx the pump modules pass the rate accuracy portion of the pm without any issues and they were with in specifications for rate accuracy. Michael even stated that he ran a 24-hour infusion on one of the pump modules and found it running with in specifications at the conclusion of the infusion.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.